Event description:
Nurse of the facility reported to baxter (B)(4) of a buretrol set in which operator found broken connector. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a buretrol set in which operator found broken connector was confirmed during sample evaluation. The actual sample was available at the plant for evaluation. Visual inspection confirmed broken adaptor. No other tests were performed. The assignable root cause of the reported condition is unknown. Additional information: a batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.